Manufacturer narrative:
Unspecified date in (B)(6) 2017. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged. It was further reported that the white main body of the twist clamp cracked. This was found during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.